Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was an overstimulation sensation following an overdischarge event. The implantable neurostimulator (ins) was in overdischarge and had the power on reset (por) message. They were trying to clear and reset the time. There was instruction from the manufacturer representative over the phone. The patient¿s family or friends were trying to ¿change time¿ although they didn¿t see the time screen yet, the ins started shocking the patient and delivering stimulation all over. It was reviewed how to do a physician mode recharger (pmr) to turn stimulation off to stop overstimulation. This resolved the overstimulation. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.